Event description:
As reported by an affiliate, prior to use, once the physician had already opened the inner pouch of a palmaz blue peripheral stent system, he found it to be not well sealed. The sterile barrier was breached due to the open seal. The product was stored in the hospital warehouse. The actual product was not damaged. The device was not clinically used, therefore, there was not patient injury.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15403477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: prior to use of a palmaz blue on aviator plus peripheral stent system, the physician opened the inner pouch and then noticed that the seal was weak. The sterile barrier was breached due to the open seal. The product was stored in the hospital warehouse. The actual product was not damaged. The device was not clinically used; therefore there was not patient injury. One non- sterile palmaz blue on aviator plus 4.0 mm x 15.0 mm 142.0 cm was received in its original packaging. The outer box was opened from the "open here" end and presented no damage. The section of two of the supplier pouch seals adjacent to the chevron were partially opened (approximately 17.0 cm and 15.5cm from the chevron end). No unsealed sections were noted on the pouch. Transfer material was observed on the film on the open section of the seal. No damages were observed on the catheter. The rest of the pouch seals were inspected and they appeared intact. The balloon was not inflated. No other anomalies were observed in the returned device. The seal of supplier was measured and the width of seal was 6.55 mm which met specification. Blue dye leak test was performed on the both seals that were not open (production seal and supplier seal) and no leak was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "pouch compromised sterility-seal open" was confirmed since two seals of the pouch were open. The cause of this failure could not be conclusively determined, however, analysis of the open seal notes that it appears that the pouch was manually opened since evidence of a seal was observed in the pouch. Based on the information available there may be handling factors (the physician opened the pouch) which may have contributed to this event. Neither the DHR, analysis nor the information available suggests that the difficulty experience by the customer could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.